Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. A two-year lot history review was conducted and found no other similar complaints for this lot number and failure mode; however, the lot number provided by the customer is not a valid lot for this item number. A DHR was unable to be reviewed due to the unavailability of a valid item and lot number combination. (B)(4). Per the instructions for use, the user is advised the following: disposable blades and burs are supplied sterile and are for single use only. Do not use equipment if, upon receipt, package is opened, damaged or shows any sign of tampering. Gently tug on the blade to verify it is properly seated in the attachment. Do not use blades to pry, remove bone grafts or as a leverage point. Do not operate the oscillating saw without the blade locked securely into place. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The representative reported on behalf of the facility that the tooth of the 00507118000, saw blade, broke during a total knee procedure on (B)(6) 2019. There was no reported patient injury, the procedure was completed as planned and no delay was reported. Further assessment revealed the blade broke at the surgical site and fragments were completely removed using forceps. It was requested to confirm the lot number of the device and the reporter said he could not confirm the number. This report is being raised as device malfunction with potential for injury upon reoccurrence.